Manufacturer narrative:
(B)(4). Concomitant medical product: 00630505036-liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells-64408857. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 1-year post implantation due to cup loosening and unconfirmed infection. During the procedure the surgeon replaced the tm modular cup that had loosened from the acetabulum and the liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; g4; h2; h3; h6 complaint sample was evaluated and the reported event could not be confirmed. One shell porous with multi holes 52mm [item 00620205220 lot 62259767] was returned for review against the complaint. Visual review of the device shows indentations and bio debris embedded in the tm surface. Nicks and gouges were noted to the shell rim face, tabs, and inner spherical surface. Lock ring was still in place. No other damage was noted. Dimensional analysis was performed to confirm part with product identifiers. Overall height and overall width are in specification. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.